Event description:
It was reported that bd sharps disposal was damaged the following information was received by the initial reporter with the following verbatim: users feedback that the sharp box quality is inferior, the lid is broken easily and the lid is not able to cover the sharp box opening.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.